Manufacturer narrative:
The following products have been used in the surgery: product ID- 5584009, lot#- rs19h013 product ID- 5584009, lot#- unknown it was unknown which of the above lot# of product was broken, twisted. We are filling this MDR for notification purpose. . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of lumbar 3,4 spinal canal stenosis involved in posterior thoracolumbar pedicle screw fixation procedure used in spinal therapy. It was reported during intra-op, after using a lifting screw plug broken screwdriver to pre-tighten the plug, broken bolts appeared, the plum blossom at the end of the screwdriver was broken. Instrument broke and there was no fragments left in the patient's body. Reported that product would not be returned. There were no patient symptoms or complications reported as a result of the event. There was no additional surgery or treatment performed as a result of the event. Patient is alive and no injury on (B)(6) 2020, received additional information that instrument was broken, and another instrument had torsion damaged. There is no damage to screw plug. There was delay in overall procedure time for 10 minutes.